Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the rapicide pa high-level disinfectant; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained ulcerations in their eyes while handling rapicide pa high-level disinfectant. The employee sought medical treatment and was prescribed antibiotic drops. No further treatment was required.

Manufacturer narrative:
Through follow up with user facility personnel, it was discovered that the employee subject of the reported event was pouring unused rapicide into a storage container when some of the rapicide spilled down the side of the container. The employee was in the process of wiping the side of the container when their eyes became irritated resulting in the reported event. The employee did not follow the proper disposal. The rapicide pa high-level disinfectant sds states, "scoop up material and place in a disposal container. Absorb spillage to prevent material damage. Provide ventilation. Do not reuse the liquid material." Additionally, the sds states "causes serious eye damage. Symptoms may include discomfort or pain, excess blinking and tear production, with marked redness and swelling of the conjunctiva. May cause burns." Steris has offered in-service training on the proper handling and disposal of rapicide pa high-level disinfectant and is awaiting a response from the user facility. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.